Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The battery pin grommet for battery #2 was reseated and the battery pins were replaced. Thereafter, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio did not observe any damage to the battery contacts. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate losses of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after being powered on. The customer advised that one of the battery contacts for battery #2 was pushed into the battery terminal. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after being powered on. The customer advised that one of the battery contacts for battery #2 was pushed into the battery terminal. There was no patient use associated with the reported event.